Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2017. Concomitant medical products: model number/catalog number: sc-2158-50; serial number: (B)(4); batch/lot number: 15418922/15918778/15918778; model/catalog description: linear lead kit 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient felt nervous and anxious with the device. The patient underwent an explant procedure.